Event description:
Hill-rom received a report from a hill-rom technician stating the left foot brake was not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.